Manufacturer narrative:
Zoll has not received the ivtm for investigation. A supplemental report will be filed when the product is returned and the investigation has been completed.

Event description:
As reported, the user noticed empty saline bag during treatment. Suspected balloon rupture in quattro catheter (lot no 80871). The catheter was used to treat a (B)(6) year old male patient (height: 175 cm and weight: (B)(6) kg) who needed ivtm therapy for hypothermia. Catheter insertion was smooth on patients femoral vein and was done in a single attempt. The dwell time of the catheter was about 96 hours. The patient's temperature at the start of the ivtm therapy was 35.3°c, target temperature was 37.5 °c on max rate and the issue was noticed at 37.5°c. The user observed air trap alarm on the unknown ivtm console. No other temperature management procedures were performed. No known impact or consequence to the patient.